Event description:
It was reported that 2 days following during a coronary drug eluting stenting treatment procedure, a thrombus occurred. The pt was scheduled for angioplasty in 2004. The pt had lesions in the circumflex and left anterior descending (lad) arteries. The circumflex was pre-dilated with a 2.5 x 15mm maverick balloon and then stented with an unknown size taxus express2 drug eluting stent. The lad was also predilated with a 2.5 x 15mm maverick balloon. Immediately following balloon inflation, the lad shut down due to a thrombus. According to the physician the thrombus was pre-existing and was non-detectable with angiography. Once the vessel was opened with the balloon, a taxus express2 3x20mm stent was successfully implanted into the lad. The stent placement was well positioned and the pt was placed on a plavix and integrilin regimen. Two days later, while still hospitalized, the pt complained of chest pains and had st elevations. A thrombus had formed in the proximal part of the lad which was treated with a 3.0 x 15mm maverick balloon. The pt is currently in the hospital but in good condition. All missing information is due to refusal by the facility to release information based upon privacy concerns. It is also noted that the product used in this procedure had an expired shelf life of 10/07/2004. The directions for use read: "do not use after the 'use by' date."